Event description:
Sensor was worn for 8 days without issue and then had a check and said it failed and to replace. Sensor did read 20-50 mg/dl off but generally was okay for the 8 days until failure.